Manufacturer narrative:
The customer's qc results for the previous 30 days were all within the customer's established ranges. A field service engineer (fse) was on site on (B)(4) 2010 and on (B)(4) 2010. Fse replaced some parts, and performed system check and qc. All results were ok. Although hardware issues were addressed, no clear root cause for the event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding a false high result for gi monitor on unicel dxi 800 access immunoassay analyzer. The sample was re-tested and the results were lower, within a different clinical category. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.